Event description:
On 2/15/1999, the MFR rec'd a complaint incident report from the international distributor via a fax that states the following: the internal balloon deflates on its own after a few minutes. Additionally, the report states that it's inflated slow with 25ml of saline. It appears that four (4) unused devices from two lots are to be returned to the MFR for evaluation. No further details were provided.